Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. Additional information, including device details and the reported device were requested in order to progress with this investigation, however, these were not provided, therefore, there was only very limited information available for this investigation. Neither the appropriate device details or the reported item were received at corin, thus the device manufacturing records could not be retrieved or reviewed and a root cause could not be identified. Based on this, corin now considers this case closed. However, should any new information be provided, this case may be re-opened for further investigation.

Event description:
The pin hole in the unity tibial template trial appears to be damaging the pins.